Event description:
The field sales associate (fsa) reported the following: on (B)(6) 2021, this patient underwent an endovascular repair for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses and an iliac aortic aneurysm treated with a gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. It was reported that on (B)(6) 2022, there was a reintervention (adverse event is unknown). A plc141000/(B)(4) was implanted to extend one of the already implanted devices. The fsa that attended the procedure was covering for another fsa and did not report this reintervention to product surveillance. On (B)(6), 2022, a different fsa reported that he was in a case and ran into the implanting physician. The physician stated that this patient had an infection, and all devices were explanted (date of explant is unknown) and an open conversion was performed. The infection was in the implanted device area, but it is unknown what the cause of the infection was. The physician did not attribute the infection to the gore devices or procedure. The explant occurred at a different hospital and with a different vascular physician. The patient tolerated the explant procedure. The exact date of the event is unknown, however, since the complaint was reported in (B)(6) 2022, the date of event will be logged as (B)(6), 2022.

Manufacturer narrative:
Additional devices implanted and/or related to this event: (B)(4). UDI (B)(4). The gore® excluder® iliac branch endoprosthesis instructions for use (IFU) states: patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.

Manufacturer narrative:
Addition the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Addition the review of the sterilization paperwork verified that these lots met all pre-release specifications.